Event description:
This was reported by rep the buyer for clinic. Item # 0375951112 left metal shavings in the joint. The metal came off and delaminated. Buyer stated that a shaver was being used however, she did not know which one. The surgeon tried to suction out the metal shavings from the joint. As per the buyer there is a potential of injuries to the pt. It is unk as this time. They were able to complete the surgery.

Manufacturer narrative:
More info will be available upon completion of the investigation.